Event description:
Cyberonics representative reported that he was in a physician's office and could not get the physician's "handheld to power on." Troubleshooting was unsuccessful in getting the handheld to power on. The product analysis is pending on the handheld.

Manufacturer narrative:
Device malfunction suspected, but did not cause of contribute to a death or serious injury.